Event description:
It was reported to boston scientific corporation that a suture cinch was utilized during a defect closure procedure on (B)(6) 2026. During the procedure, the suture cinch would not release and suture would not cut. The procedure was completed with another of the same device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a150101 captures the reportable event of failure to deploy. Imdrf code a050702 captures the reportable event of failure to cut.